Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/05/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed related alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour test without issue or alarm. The force sensor calibration was found to be within specification. No damage or defect was observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms. The reporter was unable to troubleshoot during the call. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.